Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced a low blood glucose (bg) of 54 mg/dl shortly after starting ilet therapy. The patient noted that they had been high the previous night on another pump. The low was corrected with half of an roast beef sandwich, which raised bg to 103 mg/dl. The user continued successfully receiving insulin after correction. No symptoms, external assistance, or medical intervention occurred.